Event description:
As reported by the user facility: brief inquiry description: air in line alarm. Detailed inquiry description: received from facility. Per report " tonight my patient in ticu 16 had tpn ordered and after changing the line and attempting to start the drip it immediately started to alarm that there was air bubbles in the line. I took the line out and inspected the line. I saw no air bubbles in the line so I reinstalled it in the pump. Again the pump immediately began alarming that there was air present, and I was unable to get the pump to run. I ended up having to have a second rn assist me in getting the pump started." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. Because a lot number was not provided it is not possible to determine if this device met the specifications that applied at the time it was manufactured. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.